Event description:
Info received indicates the siderail will not latch all of the time.

Manufacturer narrative:
The tech found the left head siderail latch was sticking. The tech cleaned the latch mechanism to repair the bed.